Event description:
As reported via the edwards clinical specialist, patient required a valve in valve transcatheter aortic valve (tavr) procedure. Per the case summary, the right femoral artery access was gained via cutdown approach. A 24fr sheath was advanced without difficulty. The annulus was crossed with the retroflex 3 delivery system and 26mm valve with some difficulty. During 50:50 deployment of the sapien valve, at the end of the deployment, the valve migrated aortic due to a septal bulge. The final position of the valve was 75:25 in the annulus. Post deployment tee showed moderate paravalvular leak (pvl) and central aortic insufficiency (ai). The physicians decided to place a second valve within the first valve due to aortic insufficiency. A second valve was deployed 50:50 within annulus. Post deployment tee and angiogram showed 1-2+ pvl and zero central ai. The patient was extubated in the room and was transferred to the intensive care unit (ICU) in a stable condition.

Manufacturer narrative:
This patient was noted to have a normal stj, a severe septal bulge, and severe aortic calcification. The image intensifier angle and coaxial alignment was reported to be good. The balloon inflation was held for 3 seconds and there was no loss of pacing capture during deployment. Per the instructions for use (IFU), valve malposition is a known potential complication of the tavr procedure. Factors to consider when assessing for aortic valve malposition include the following patient factors; significant valve over-sizing (= 4 mm), severe ventricular septal hypertrophy, minimal valve/leaflet calcification, and preserved ejection fraction (ef). Technical considerations include improper image intensifier (I/I) angle (unable to view all 3 cusps in a plane), non-coaxial alignment of the guidewire/valve/delivery system, improper valve position pre-deployment, balloon inflation = 3 sec during deployment, or loss of pacing capture during deployment. In this case, the patient was noted to have severe septal hypertrophy, severe aortic valve calcification, and the ef was moderately preserved at 46%. Additionally, the image intensifier angle and coaxial alignment was noted to be good, balloon inflation was held during deployment = 3 sec, and there was no noted loss of pacing capture during deployment. Cine and echo were not available for review from the site. Without imaging, the exact cause for the valve migration cannot be assessed, however, it was likely that a combination of patient and technical factors (severe septal bulge) that contributed to the event. There was no report of device malfunction. Physicians undergo extensive training in order to perform thv procedures. Training includes device preparation, approach, positioning and deployment, imaging, training manuals and proctored procedures. The physician training manuals instruct the physician on the proper steps and techniques for successful valve deployment and warn regarding factors that can contribute to this type of event. No further actions are required at this time.